Manufacturer narrative:
The insulin pump was monitored for several days and no blank display or damage to the liquid crystal display isolation tape was noted. The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window. No crack was noted to the screen.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer woke up with the pump dead and added a new battery. The pump then turned back on. Customer noticed that the screen was cracked on the inside. Customer ended up getting a replacement pump. Customer checked her blood glucose level today and the same thing happened again. Customer stated that after while the pump turned on and she received a battery out limit alarm. Customer stated that the pump seems fine. Customer's blood glucose level was 478 mg/dl. Troubleshooting was performed and the display returned. Customer was advised to monitor the pump. A replacement battery cap will be sent as a courtesy. Customer did not feel comfortable with the pump. Insulin pump will need to be replaced. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.